Manufacturer narrative:
No devices will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
The customer reported that the nurse initiated an infusion of an 1000ml of an unknown medication. Approximately one hour later, the nurse found at the completion of the infusion that there was 250ml of the unknown medication remaining in the infusion bag. Biomed attempted calibrating the pump module after failing preventative maintenance with a reading of 10.59ml and found that the device would not adjust. It was later reported that the biomed department further tested the devices and found that they passed preventative maintenance and calibration testing and presumes the event was caused by user error. There was no report of patient harm.